Event description:
It was reported that the ilet stopped automated dosing when the system prompted to connect a continuous glucose monitor (cgm) or enter a blood glucose value, and the user did not comprehend that dosing had halted after a dexcom g7 sensor expired and failed to reconnect. The user was guided to review alarms, perform a fingerstick, and enter a blood glucose of 244 mg/dl, after which a new g7 sensor was initiated with a provided pairing code and education on expected reading availability. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated dosing, manual blood glucose entry for continued therapy, and user education on alarm interpretation and sensor replacement. Investigation included troubleshooting, review of device alarms and history, and guidance for cgm re-pairing and start-up. Investigation of this case revealed that the cgm sensor had expired and did not provide glucose data to the pump, which led to a safety-driven dosing stop and necessitated manual bg entry until a new sensor was started; the device and cgm components functioned as designed with appropriate alerts. It was concluded, based on previously established findings for similar reports, that user understanding of alarms and sensor life-cycle contributed to the event, with the underlying cause attributable to an expired cgm and associated loss of data input.